Event description:
Source: (B)(6). Unable to load any apple updates once the initial freestyle libre is installed because the apple os is far ahead of the app tested os unless the user takes risk illustrated in image and downloads the current apple os which is much higher. See warnings in picture. I would be happy to show further data regarding this possible dangerous situation. This has been happening for a long time. Reporter job title: medical physician with internal medicine, and pulmonary boards and ICU care for 50 years. Additional product details: please review safety concerns involving abbott freestyle libre cgms used with apple iphones. Abbott warns unsupported ios versions may impair glucose alarms, yet apple does not allow installation of earlier compatible ios versions. Because abbott often validates updates after release, patients may be forced to use unsupported software. Missed alerts could contribute to severe hypoglycemia, seizures, loss of consciousness, or death. FDA action is needed to improve compatibility oversight.